Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device via an 8f sheath after a percutaneous coronary intervention procedure. Reportedly, after the footplate lever was pushed back to the original position, the physician attempted to remove the device, however, it could not be removed as resistance was felt. When the device was removed up to the guide wire port exit at the skin line, a suture was captured with the knot. After cutting this suture, the device could be withdrawn. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.